Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for an implantable cardiac monitor implant surgery. During procedure, the device did not deploy and could not be implanted. A new device was used to complete the surgery. There were no adverse events to the patient.